Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited an inappropriate mode switch due to noise oversensing and low pacing impedance. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.